Event description:
In 2006, the customer got a blood glucose reading of 138 mg/dl from the adc device. Medication was taken based on the adc device reading and the customer lost consciousness. The paramedics were called and she was brought to the hospital. She was diagnosed with severe hypoglycemia and was treated with IV drip of glucose.